Event description:
It was reported that during reprocessing the da vinci si fenestrated bipolar forceps instrument was noted to have a broken cable at the tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the yaw pulley was broken and missing a piece at the distal end. The conductor wire was exposed at the distal clevis, as a result. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.